Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation near his neck and shoulder where the garment strap is located. The patient's physician advised to apply some (B)(6) to the skin. During a follow-up, it was reported that the patient's irritation improved.